Manufacturer narrative:
Additional/changed and/or corrected data : d.9., g.1., h.3., h.6. Device evaluation: visual analysis of the returned device identified a broken shell, device to be underweight, black particles in shell, around 0-25% of the shell is missing. A microscopic analysis was performed which identified a broken shell with a sharp edge on the posterior side assessed as a unidentified(tear) opening(a dimension measurement in the shell was performed which identified the thickness was within specification). Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening. Missing shell that is assessed as inconclusive.

Event description:
Explanting physician reported a rupture of the device. The device has been removed. This record relates to left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. (B)(6).

Event description:
Explanting physician reported a rupture of the device. The device has been removed. This record relates to left side.